Event description:
It was reported that versacross rf wire was selected for use. During procedure, the device was stuck and did not advanced into the superior vena cava (svc) when repositioning the septal puncture site. The device was deformed/damaged when it was removed from the body. Versacross fixed was used in conjunction. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.